Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number.   Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A billing director reported that following an intraocular lens (iol) implant procedure, the patient experienced decreased vision. The iol exchanged for a different lens within 5 months following the initial procedure. Refractive surprise was the clinical reason given for the explant. Additional information was requested.